Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide and prostyle devices referenced are filed under separate medwatch report numbers. Medwatch number (B)(4).

Event description:
User facility medwatch report received that states "abbott vascular perclose prostyle suture-mediated closure and repair system failed to deploy. Device failed (e.g., broke, couldn't get it to work or stopped working)". Additional information was received via follow-up with the customer stating: the procedure was an endoleak repair of abdominal aortic aneurysm with fenestrated graft. The right and left common femoral artery were accessed via a 9f sheath. The maximum sheath size was maintained with a 9f sheath. Two proglide sutures were placed prior to the procedure at both access sites. The puncture sites were closed with help of proglide sutures and manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.